Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 531 mg/dl at the time of incident and the current blood glucose of the patient is 170 mg/dl. Customer treated with insulin pump and manual injection. The customer stated the symptoms related to their high blood glucose, felt like crap. Troubleshooting was performed. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, however unable to performed rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device deficiency anomaly due to loose drive support disk noted.